Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pacemaker header. The lead was inserted successfully. The patient was doing well post procedure and would continued to be monitored.